Event description:
Customer reportedly received results of 248 mg/dl and 46 mg/dl on the advantage system within 10 minutes. Customer also reportedly received results of 207 mg/dl and 68 mg/dl on the advantage system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.